Manufacturer narrative:
Event site postal code - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the the final stage of a cardiac surgery procedure cardiosave intra-aortic balloon pump (iabp) initiated at an incorrect timing, resulting in hemodynamic instability with abnormal pressure and flow rates. The patient required emergency re-opening of the chest (re-sternotomy) and administration of vasoactive medications to restore cardiovascular stability.